Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit was giving a "gas overheat" message then the unit went down. No patient harm was reported. Investigation summary: this communication is understood as the gf-210ra multigas unit causing a screen message to display on the bedside device (model/serial number not specified) to display a "gas overheat" message. Under the gf-210ra operator's manual, section 3.4, the "gas overheat" message indicates a possible faulty fan. No additional information is available. Service history for gf-210ra s/n (B)(6) shows no other events reported. No history of device being serviced. From gf-210ra operator's manual, section 5.7, the environmental requirements are as follow: the operating conditions for gf-210ra: temperature 10 to 40 celsius (50-104 f) humidity 30 to 85% (noncondensing) atmospheric pressure 700 to 1060 hpa transport and storage conditions for gf-210ra: temperature -20 to +60 celcius (-4 to +149 f) humidity 10 to 95% atmospheric pressure 700 to 1060 hpa based on the listed operating temperature range, should the environment be a factor is causing excessive heat at the installed location, a service history for this facility would show additional incidents of gas unit overheating. Service history for this facility shows no relevant event around february 2021. On 10/26/2022, the customer reported another incident of gas overheat under ticket (B)(4). However, during evaluation, it was observed that the gf-210ra sent a different error message "gas device error." This is a different failure mode. As such, the event under the current ticket, (B)(4), is considered an isolated incident for this facility. Environmental factors can be ruled out. Based on the above information, the probable cause is a fan failure. The cause of the fan failure can vary and is currently undetermined. These causes can range from dust build-up to faulty motor. Additional information: b4 date of this report. D9 device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multigas unit was giving a "gas overheat" message then the unit went down. No patient harm reported.

Manufacturer narrative:
The biomedical engineer reported that the multigas unit was giving an gas overheat message and stated that the gas unit went down during night shift. They do not know if this was in patient use or found at set-up. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to the MDR report: b2 d4 lot number & expiration d6a - d6b d7b f1 - f14 g4 device bla number g5 g7 h2 h7 h9 additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the multigas unit, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Bedside monittor model: ni sn: ni additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H10 additional manufacturer narrative the following is not regarding the the device information for the MDR itself, but to explain why this report was not late as the initial MDR was submitted on 03/05//21 at 06:34:19 pm pst pm per webtrader sent box. We also had written to the help desk about this at emdr@FDA.hhs.gov and cesubhelpdesk@FDA.hhs.gov the MDR was filed on the due date of 03/05/21, but the acknowledgements did not arrive till 03/07/2021. Below are the acknowledgements from the initial submission with the time stamps that illustrate that the MDR was filed on time and not late. Messageid: <20578406.31.1614998059470@bh9c1g2> coreid: ci1614998061223.1654300@fdsuv08654_te2 datetime receipt generated: 03-05-2021, 21:35:33 "cdrh has received your submission" ack3: this submission has been sent to the production system and has been processed by the FDA. Please refer to the summary section below to determine if this submission has passed or failed. Ci1614998061223.1654300@fdsuv08654_te2 8030229-20210305182957 sun mar 07 15:15:48 est 2021 0 1 form 3500a - icsr r2 passed submission summary environment: ack3: this submission has been sent to the production system and has been processed by the FDA. Please refer to the summary section below to determine if this submission has passed or failed. Submission type: form 3500a - icsr r2 core ID: ci1614998061223.1654300@fdsuv08654_te2 batch ID: 8030229-20210305182957 date entered: sun mar 07 15:15:48 est 2021 summary: passed: 1, failed: 0 report list: report number: 8030229-2021-00115, passed.

Event description:
The biomedical engineer reported that the multigas unit was giving an gas overheat message and stated that the gas unit went down during night shift. They do not know if this was in patient use or found at set-up. No patient harm reported.

Manufacturer narrative:
The biomedical engineer reported that the multigas unit was giving an gas overheat message and stated that the gas unit went down during night shift. They do not know if this was in patient use or found at set-up. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 02/05/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded that patient use and patient information is unknown. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the multigas unit, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1 02/05/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded that patient use and patient information is unknown but did not provide additional device information. Bedside monittor model: ni. Sn: ni.

Event description:
The biomedical engineer reported that the multigas unit was giving an gas overheat message and stated that the gas unit went down during night shift. They do not know if this was in patient use or found at set-up. No patient harm reported.